Manufacturer narrative:
Tracking #.48884. Based upon the inquiry info rec'd and visual examination, it was concluded that the reported event during surgery occurred due to two misaligned staples before the lifter in the track. The instrument was rec'd with two misaligned staples before the lifter in the track which could not be realigned for proper feed to occur. The instrument was disassembled and 21 staples were found in the instrument. No conclusion could be reached as to how the staples had become misaligned in the track.

Event description:
It was reported the ems was used during a laparoscopic hernia repair. It was reported by the affiliate the staples would not deliver. There was no consequence to the pt.